Event description:
Reporter indicated that this vns therapy programming handheld "completely stopped working" during intraoperative diagnostic testing of a patient's pulse generator. The surgeon reported, that the patient woke up during anesthesia set of 1 ma stimulation from an interrupted diagnostic test. Another handheld was used and the issue was resolved. Good faith attempts to obtain the handheld for product analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause contribute to a death or serious injury.